Event description:
During mixing of 2 powder with antibiotic and 2 monomor, cement hardened in about 2.5 min. The surgeon hastened to insert in the syringe and medular cavity, but on the way, syringe burst because of the hardened cement. The surgeon had to cut the cement in medular cavity to insert small stem again. There were no adverse consequences to the pt.

Manufacturer narrative:
Summary eval: all mixing properties/working characteristics satisfactory on retained samples.